Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported the patient lost stimulation in (B)(6) 2010 and did not attempt to recharge her ipg until (B)(6) 2011. The patient reportedly cannot establish telemetry between her ipg and charging system. A new charging system was sent to the patient but the replacement charging system was unable to correct the issue. An x-ray of the patient's scs system was taken and the results are pending. Follow up on the patient found that she is working closely with her physician to determine the next course of action.